Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any add'l reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product error. The need for corrective action was not indicated. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.

Event description:
Pt was revised because, the fixed bearing insert was rotating on the fixed bearing tray. It appeared that the locking mechanism may have failed. Poly wear and osteolysis were noted intraoperatively.